Manufacturer narrative:
Report date: 06feb2019. Date rec'd by MFR: 05feb2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. When the analyzer was sent at 140, the average oxygen reading was 117 liter per minute (lpm). The average air read 23 lpm, the oxygen inlet pressure was 27. It was discovered that the customer was using a "walk-about" e-cylinder with a built in regulator. The fse advised the customer to get an oxygen source that is not flow restricted and re-test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. The event date was not specified; estimate used.